Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported the patient had opaque bubble layer (obl) during surgery. Additional correction is planned.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. During technical site visit, fse (field service engineer) performed system verification. System meets specifications as per sir (service installation record). The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with undercorrection and a central island post lasik. Additional information has been requested. There are two related reports for this event. This report addresses the patient vne's right eye, and another manufacturer report will be filed for the unspecified patients.